Manufacturer narrative:
A review of the device history record for this device did not reveal any discrepancies relevant to this reported event.

Event description:
Patient enrolled into (B)(4) trial. Minor ischemic stroke reported. A small embolic stroke to the right middle cerebral artery territory that manifested more than 6 hours after the procedure. This was in the contralateral territory to the stented vessel. Patient was later found to be heparin-induced thrombocytopenia positive (hit +). Arrhythmia with baroreceptor trauma also reported. Patient recovered without sequelae. Please reference MDR 2183870-2010-00112 for the protege rx used in this procedure.